Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-04017. 2015691-2021-04018. 2015691-2021-04019. 2015691-2021-04020. 2015691-2021-04021. 2015691-2021-04022. 2015691-2021-04023. 2015691-2021-04024. 2015691-2021-04025. 2015691-2021-04026. 2015691-2021-04027.

Manufacturer narrative:
This is one of eleven manufacturer reports being submitted for this case. The dates of the events are unknown; however, according to the article the study period was between january 2012 and june 2021. For this reason, the first day of the reported study period (01 january 2012) was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p110021 edwards sapien transcatheter heart valve; p130009 edwards sapien xt transcatheter heart valve; p140031 edwards sapien 3 transcatheter heart valve; p140031 edwards sapien 3 ultra transcatheter heart valve system reference article okuno, taishi, et al. 5 year outcomes with self expanding vs balloon expandable transcatheter aortic valve replacement in patients with small annuli. Cardiovascular interventions 16.4 (2023): 429440. Per the instructions for use (IFU), permanent or transient neurological events such as transientischemic attack (tia) and stroke are known potential adverse events associated with the thvprocedure and the use of the edwards thv devices.according to the literature review, and as documented in a clinical technical summary written by (B)(6), stroke is recognized in the literature as a well known complication in a small number ofpatients undergoing thv. Risk factors correlating with several patient co morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intraprocedureembolic events. A transcranial doppler study during thv demonstrated that mostprocedural embolic events occurred during balloon valvuloplasty, manipulation of cathetersacross the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and twoprocedural events that were associated with early post procedure stroke: female sex, ef less than 30percent,diabetes, age older than 70 years, bypass procedure time greater than 120 min, and calcification of theascending aorta. Predictors of late stroke have included female sex, age older than 75 years,atrial fibrillation, and a history of or current smoking. There were no significant differences in thefrequency of late strokes between thv and avr patients. After thv, there appears to be a moreconsiderable proportion of early strokes occurring less than 24 h postprocedure, but thv patients withmultiple co morbidities are probably at higher risk of both early and late strokesin this case, there was no allegation or indication a product malfunction contributed to thisadverse event. Investigation results suggest based on the limited information from the article, the cause could not be determined. A review of edwards lifesciences risk management documentation wasperformed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.complaint histories for all reported eventsare reviewed against trending control limits monthly, and any excursions above the control limitsare assessed and documented as part of this monthly review. As such, neither a product riskassessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in switzerland, through review of medical article 5 year outcomes with self expanding vs balloon expandable transcatheter aortic valve replacement in patients with small annuli, corresponding author thomas pilgrim, the following event(s) was/were identified as pertaining to an edwards device. All patients undergoing tavr at bern university hospital. The present analysis included consecutive patients with an aortic valve annulus area less than 430 mm2 who underwent transfemoral tavr with either a medtronic self expanding (supra annular) thv or an edwards balloon expandable (intra annular) thv between january 2012 and june 2021. There were 6 patients with an unknown sapien valve implanted had a stroke before 30 days after the procedure. 1 of the patients had a disabling stroke.